Event description:
The manufacturer representative reported, the patient was physically assaulted and since the assault, the patient's symptoms have gradually returned and the patient has trouble swallowing. High impedances were noted upon interrogation of the device system on the left side. During reprogramming, the representative noticed facial pulling rendering the patient speechless.

Manufacturer narrative:
.